Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. D.4. Medical device expiration date: .

Event description:
It has been reported that the bd kiestra inoqula has been found producing potential incorrect results. No other information was provided.

Event description:
It has been reported that the bd kiestra inoqula has been found producing potential incorrect results. No other information was provided.

Manufacturer narrative:
H.6. Investigation summary: this statement summarizes the investigation of a complaint involving the instrument bd kiestra inoqula. According to the information provided, the customer reported an issue with the bi-plates. No other issues were reported. During the investigation, the field service engineer (fse) identified a bi-plate issue caused by a loose and misaligned compartment sensor. The inoqula service guide section 9.1.3.3.4, the sensor angle was properly adjusted. Test samples revealed incorrect dispensing to the same compartment. The fse performed alignment per section 4.5.3.5.3 (dispense position), 9.1.3.5.3 (pipette tip teach), and 9.1.3.6.2 (dispense location verification). After running 20 successful test samples, the system was confirmed to be functioning correctly. The unit was returned to production and is operating as expected. Following this action, no further issues were encountered. Based on investigation, this case has been assessed as confirmed as a bd quality issue. Review found no new trends, risks, or hazards were identified because of this complaint. The issue in this complaint does not require the initiation of corrective and preventative action (CAPA). A design history record (DHR) review is not required for this complaint. The complaint was evaluated via other elements of the investigation. Bd quality will continue to closely monitor trends associated with this issue.